Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl with large ketones; cause unknown. Customer administered a correction bolus via the pump to address the bg. Customer reverted to an alternate method of insulin delivery.